Event description:
I had severe chest pain and racing pulse so I was admitted to ER. It was determined that I was in svt. An angiogram was performed and also echocardiogram and it was determined that I had a failing aortic valve that had been replaced in (B)(6) of 2017. The valved was only performing at 25-30% according to doctors. I had a echogram in late (B)(6) of 2022 and was scheduled to have another in late (B)(6) of 2023 but this anticipated the appointment. The previous echo had no signs of failing valve. Once it was determined that I required a valve replacement I started researching issues with my previous valve st. Jude trifecta 27mm with a serial number of (B)(6) and lot number 180097944, I was not aware of any issues and the only way I knew what details of the valve I had was by reaching out to the surgeon to get the specifics. I have since had to have the valve replaced and that was done (B)(6) of 2023. I have replaced it with a mechanical valve the on-x aortic valve. Angiogram showed no immediate issues and the echogram showed severely damaged valve the valve was calcifying.